Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Alleged patient revised due to mom complications: left sided hip pain, serum cobalt and chromium ion levels; elevated metal particle disease and a pseudotumor; brownish yellow fluid; black tissue; necrotic and fibrinous tissue; focal gaint cell reactions and wear debris; hematoma- left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01166, -01168, -01169.